Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the keypad buttons were sticking. No additional information was provided and troubleshooting was not able to be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/09/2014 device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the pump was returned with a peeling keypad cover. During testing, all of the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under the down arrow keypad button contact.